Event description:
The manufacturer received information from a third party service center, alleging a ventilator shuts off spontaneously. The device was not in patient use. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator shuts off spontaneously. The ventilator was returned to a third party service center for evaluation. No malfunction of the device was observed. The allegation was not confirmed.